Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Technical services (ts) discussed troubleshooting options. Additional information was later received that oversensing of noise continued and resulted in delivery of an inappropriate shock. Ts discussed potential causes and troubleshooting options. The noise was able to be reproduced with having the patient making movements such as brushing teeth. The sensing vector was reprogrammed to primary and no further noise was observed. Monitoring will be continued. Additional information was received that the smartpass feature disabled in the s-ICD due to low signal r-wave amplitude measurements. Ts further discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received 2 inappropriate shocks due to oversensing. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. Ts noted it appeared to be ectopy. This patient was in atrial fibrillation (af) with rapid ventricular response (rvr) now which ts noted was likely affecting the signal size and representation. The smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had been disabled again. Ts recommended rescreening this patient. This electrode remains in service. No adverse patient effects were reported. Additional information was received that his patient experienced atrial flutter and premature ventricular contractions (pvc) in which they received an inappropriate shock, along with an untreated event. This patient had undergone a treadmill test which showed greater than 100 beats per minute heart rate along with a lot of pvcs. It was noted this patient is not complaint with their beta blockers. This electrode remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Technical services (ts) discussed troubleshooting options. Additional information was later received that oversensing of noise continued and resulted in delivery of an inappropriate shock. Ts discussed potential causes and troubleshooting options. The noise was able to be reproduced with having the patient making movements such as brushing teeth. The sensing vector was reprogrammed to primary and no further noise was observed. Monitoring will be continued. Additional information was received that the smartpass feature disabled in the s-ICD due to low signal r-wave amplitude measurements. Ts further discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received 2 inappropriate shocks due to oversensing. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. Ts noted it appeared to be ectopy. This patient was in atrial fibrillation (af) with rapid ventricular response (rvr) now which ts noted was likely affecting the signal size and representation. The smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had been disabled again. Ts recommended rescreening this patient. This electrode remains in service. No adverse patient effects were reported. Additional information was received that his patient experienced atrial flutter and premature ventricular contractions (pvc) in which they received an inappropriate shock, along with an untreated event. This patient had undergone a treadmill test which showed greater than 100 beats per minute heart rate along with a lot of pvcs. It was noted this patient is not complaint with their beta blockers. This electrode remains in service. Additional information was received that this patient experienced an arrhythmia which this electrode and s-ICD did not convert. Functional undersensing occurred due to the qrx complexes falling into long refractory period of slow dissimilar sensing profile. The health care professional (hcp) was concerned about device longevity. The smartpass feature of the s-ICD had disabled again due to low amplitudes. Technical services (ts) noted this s-ICD is on an advisory however no indication of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Additional information was received that this electrode was returned hence, subsequently explanted, with no additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Technical services (ts) discussed troubleshooting options. Additional information was later received that oversensing of noise continued and resulted in delivery of an inappropriate shock. Ts discussed potential causes and troubleshooting options. The noise was able to be reproduced with having the patient making movements such as brushing teeth. The sensing vector was reprogrammed to primary and no further noise was observed. Monitoring will be continued. Additional information was received that the smartpass feature disabled in the s-ICD due to low signal r-wave amplitude measurements. Ts further discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received 2 inappropriate shocks due to oversensing. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. Ts noted it appeared to be ectopy. This patient was in atrial fibrillation (af) with rapid ventricular response (rvr) now which ts noted was likely affecting the signal size and representation. The smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had been disabled again. Ts recommended rescreening this patient. This electrode remains in service. No adverse patient effects were reported. Additional information was received that his patient experienced atrial flutter and premature ventricular contractions (pvc) in which they received an inappropriate shock, along with an untreated event. This patient had undergone a treadmill test which showed greater than 100 beats per minute heart rate along with a lot of pvcs. It was noted this patient is not complaint with their beta blockers. This electrode remains in service. Additional information was received that this patient experienced an arrhythmia which this electrode and s-ICD did not convert. Functional undersensing occurred due to the qrx complexes falling into long refractory period of slow dissimilar sensing profile. The health care professional (hcp) was concerned about device longevity. The smartpass feature of the s-ICD had disabled again due to low amplitudes. Technical services (ts) noted this s-ICD is on an advisory however no indication of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Technical services (ts) discussed troubleshooting options. Additional information was later received that oversensing of noise continued and resulted in delivery of an inappropriate shock. Ts discussed potential causes and troubleshooting options. The noise was able to be reproduced with having the patient making movements such as brushing teeth. The sensing vector was reprogrammed to primary and no further noise was observed. Monitoring will be continued. Additional information was received that the smartpass feature disabled in the s-ICD due to low signal r-wave amplitude measurements. Ts further discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received 2 inappropriate shocks due to oversensing. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. Ts noted it appeared to be ectopy. This patient was in atrial fibrillation (af) with rapid ventricular response (rvr) now which ts noted was likely affecting the signal size and representation. The smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had been disabled again. Ts recommended rescreening this patient. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Technical services (ts) discussed troubleshooting options. Additional information was later received that oversensing of noise continued and resulted in delivery of an inappropriate shock. Ts discussed potential causes and troubleshooting options. The noise was able to be reproduced with having the patient making movements such as brushing teeth. The sensing vector was reprogrammed to primary and no further noise was observed. Monitoring will be continued. Additional information was received that the smartpass feature disabled in the s-ICD due to low signal r-wave amplitude measurements. Ts further discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received 2 inappropriate shocks due to oversensing. No adverse patient effects were reported. Additional information was received that this patient received an additional inappropriate shock. Ts noted it appeared to be ectopy. This patient was in atrial fibrillation (af) with rapid ventricular response (rvr) now which ts noted was likely affecting the signal size and representation. The smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) had been disabled again. Ts recommended rescreening this patient. This electrode remains in service. No adverse patient effects were reported. Additional information was received that his patient experienced atrial flutter and premature ventricular contractions (pvc) in which they received an inappropriate shock, along with an untreated event. This patient had undergone a treadmill test which showed greater than 100 beats per minute heart rate along with a lot of pvcs. It was noted this patient is not complaint with their beta blockers. This electrode remains in service. Additional information was received that this patient experienced an arrhythmia which this electrode and s-ICD did not convert. Functional undersensing occurred due to the qrx complexes falling into long refractory period of slow dissimilar sensing profile. The health care professional (hcp) was concerned about device longevity. The smartpass feature of the s-ICD had disabled again due to low amplitudes. Technical services (ts) noted this s-ICD is on an advisory however no indication of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Additional information was received that this electrode was returned hence, subsequently explanted, with no additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Technical services (ts) discussed troubleshooting options. Additional information was later received that oversensing of noise continued and resulted in delivery of an inappropriate shock. Ts discussed potential causes and troubleshooting options. The noise was able to be reproduced with having the patient making movements such as brushing teeth. The sensing vector was reprogrammed to primary and no further noise was observed. Monitoring will be continued. Additional information was received that the smartpass feature disabled in the s-ICD due to low signal r-wave amplitude measurements. Ts further discussed troubleshooting options. No adverse patient effects were reported. This device remains in service. Additional information was received that this patient received 2 inappropriate shocks due to oversensing. No adverse patient effects were reported.